Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient originally had an artificial urinary sphincter (aus) device implanted approximately 4 years ago. A few months ago, the patient presented with his device having inflation issues. The pump would stay flat and would not refill completely. The physician determined there was air in the pump and cuffs. They were not able to determine how the air got in the system. The aus device was explanted, and a new aus device was implanted. There were no patient complications.